Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the second deployed clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The anterior annulus was calcified and there was a short posterior leaflet. One clip was successfully implanted and the mr was reduced to 3+. The second clip delivery system ((B)(4)) was advanced to the mitral valve leaflets and the clip was implanted. The mr was reduced to 2+; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr remained at 2+. Implantation of an additional clip was not attempted due to the calcium on the anterior leaflet. It was the physician's opinion that the leaflet pathology contributed to the slda. The patient was confirmed to be clinically stable post-procedure, and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). As the clip delivery system was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology and procedural condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.